Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of a coil dispenser inside of plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. Part of the support coil was found outside of the introducer from the proximal end. The rest of it, gripper and the embolic coil were found inside of the introducer. No damages were noted on the support coil and gripper while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope through of introducer, the gripper was found without damage while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The functional test could not be performed because part of the support coil was found outside of the introducer from the proximal end. The review of lot 15926655 revealed no anomalies that can be related to the reported complaint. The failure reported by the customer that there was resistance / friction could not be evaluated due to part of the support coil was found outside of the introducer from the proximal end. The failure reported by the customer that it was difficult to position the coil could not be evaluated. The failure experienced by the customer appears was due to the stretched condition found on the embolic coil. The failure reported by the customer that the coil - unraveled/stretched was confirmed. The cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that during a stent assisted coil position surgery, the surgeon chose an orbit coil (637mf3509/15926655) but found it was difficult to be positioned under the condition of stent (details unknown) half released. The surgeon tried several times but it was partly stretched during adjustment. Finally, he removed the coil and changed to another same size coil (details unknown) and another 4 coils (details unknown) to complete the surgery. There was no report on patient injury. The product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter (details unknown). There was resistance during advancement of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that during a stent assisted coil position surgery, the surgeon chose an orbit coil (637mf3509/15926655) but found it was difficult to be positioned under the condition of stent (details unknown) half released. The surgeon tried several times but it was partly stretched during adjustment. Finally, he removed the coil and changed to another same size coil (details unknown) and another 4 coils (details unknown) to complete the surgery. There was no report on patient injury. The product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter (details unknown). There was resistance during advancement of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. Concomitant medical products: another same size coil (details unknown); another 4 coils (details unknown); stent (details unknown).

Event description:
It was reported by the hospital contact that during a stent assisted coil position surgery, the surgeon chose an orbit coil (637mf3509/15926655) but found it was difficult to be positioned under the condition of stent (details unknown) half released. The surgeon tried several times but it was partly stretched during adjustment. Finally, he removed the coil and changed to another same size coil (details unknown) and another 4 coils (details unknown) to complete the surgery. There was no report on patient injury. The product will not be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter (details unknown). There was resistance during advancement of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event.